Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital due to high blood glucose of 850mg/dl. The caller stated that she kept bolusing, but her blood glucose continued going up. The customer did not change the infusion set before the event. The customer stated that the doctor checked the site and found that the cannula was bent. Troubleshooting was declined as customer stated that it was not an issue with the insulin pump. No further information was provided.